Event description:
Literature: coley e, farhadi r, lewis s, whittle ir. The incidence of seizures following deep brain stimulating electrode implantation for movement disorders, pain and psychiatric conditions. Br j neurosurg. 2009; 23(2): 179-183. Summary: this article presents a literature review of 32 papers found using a search strategy trawling through papers describing clinical case series of dbs that described stereotactic placement of dbs electrodes for movement disorders, pain syndrome, and psychiatric conditions with cohorts of n>5. The aim of the study was to provide estimates of the procedural related seizures or epilepsy following chronic dbs for movement disorders, pain, and psychiatric conditions. Reportable event: one pt experienced delayed chronic seizure disorder following bilateral gpi dbs implantation.